Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye on (B)(6) 2009. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens. Patient's last visit on (B)(6) 2012 - ucva was 20/22.

Manufacturer narrative:
(B)(4).